Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 480 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include dehydration, pain, and "low pressure." The patient was treated with unspecified administration of electrolytes, potassium, and morphine. The patient was discharged on (B)(6) 2026. The pod was removed from the infusion site (abdomen).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.